Event description:
When placing the coronary stent over the interventional wire and through the co pilot the shaft bent and broke. The stent caused no harm to the patient and was replaced with a new stent. The stent also became lost when removed off the field. Both parts of the stent shaft were saved.